Manufacturer narrative:
After several attempts to arrange for the device to be returned and to collect additional information, as of (B)(6) 2011 the device had not been returned. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4).

Event description:
Lina loop broke while amputating the uterus above the cervix. The broken segment of the loop created a full thickness thermal defect approximately 1 cm long. The umbilical incision was extended to allow for the colon to be brought up inspected and closed.